Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. Blood glucose level was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.